Manufacturer narrative:
Work order search found no additional similar complaint type event(s) within the associate lots. Claim#: (B)(4).

Manufacturer narrative:
Concomitant medical product: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. The lens was returned in liquid in the lens vial. Visual inspection found the haptic torn. (B)(4).

Event description:
A cc4204a intraocular lens, diopter +25.5 was returned damaged. Attempts to obtain additional information have not been successful.